Manufacturer narrative:
(B)(4). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the upper half of the balloon did not expand. After this issue occurred, another iab catheter was used instead to continue therapy. There was no reported injury to the patient.